Event description:
Information was received from a manufacturer's representative (rep) and consumer regarding a patient's implantable infusion pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 the rep stated the patient told her that his pump went empty in (B)(6) 2014, and now this year the pump has had motor stalls. The patient was being medicated with bupivacaine at a concentration of 5mg/ml, and a dose of minimum rate. The patient was also being medicated with morphine at a concentration of 5mg/ml, and a dose of minimum rate. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.